Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusion sets was fell off during use on (B)(6) 2024. The blood glucose level was 220 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.